Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the device displayed an "open air discharge" message and failed to discharge. The energy was escalated to 200 joules and discharged apprpriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.